Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported that during the initial study procedure to treat the proximal rca in 2007, three xience v stents were deployed. In 2008, revascularization was done in the proximal rca to treat in-stent-restenosis (isr). The isr was treated with another xience v. Two days later, the pt experienced corporal exhaustion and it was revealed that the pt had isr of the proximal rca. Four days later, revascularization was done again in the proximal rca. This revascularization was done with a dilatation balloon catheter. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Restenosis, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting. Restenosis is not typically an indication of a stent delivery system quality problem. In this case, the reported pt issue of restenosis is a known adverse event associated with coronary stenting, but a conclusive root cause for the reported pt issues, and the relationship to the devices, if any, cannot be determined. The three other xience v stents indicated (incident description) are being reported under the same manufacturer report number.